Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the patient experienced infection around suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.